Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The customer stated that the insulin pump was not filling the cannula. Advised the customer to erst the device for ten minutes. Assisted the customer to reinstall the battery and clear the alarm. Then the customer corrected the settings and the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.